Manufacturer narrative:
(B)(4). On the same day as onset, the patient was hospitalized for the event of peritonitis (previously reported as not hospitalized). The peritonitis event was manifested by cloudy effluent, abdominal pain, and fever (fever not previously reported). On the same day as hospitalization the patient was treated with vancomycin (intraperitoneally, 2.5g, immediately for five days, frequency not reported) and gentamycin (intraperitoneally, 50mg, once a day, for three days) for the peritonitis. On an unreported date, the patient continued treatment with ciprofloxacin (orally, for three weeks, dose and frequency not reported) for peritonitis. On an unreported date, dianeal and extraneal therapies were discontinued and the patient's pd catheter was removed. Seven days after hospital admission the patient was ¿tunneled¿ for hemodialysis. Ten days after admission, the patient was discharged from the hospital and was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).

Event description:
It was reported that a patient experienced peritonitis manifested by cloudy effluent and abdominal pain coincident with continuous ambulatory peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis event. Treatment for the peritonitis event was not reported. It was not reported if dianeal and extraneal therapies were ongoing. It was not reported if the patient was recovering or was recovered from the peritonitis event. Additional information was requested, but is not available at this time. This is report 1 of 3.